Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative on (B)(6) 2020 regarding a patient receiving compounded baclofen (4000mcg/ml at an unknown dose) and fentanyl (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient was admitted to the hospital on (B)(6) 2020 after having a seizure and altered mental status. A manufacturer representative was requested to interrogate the pump as the hcp wanted to wait to take further action until the representative came to the hospital. The manufacturer representative later indicated that they were going to assist the hcp with a dye study for therapy reasons. Following the dye study, it was noted that the patient had patient activated (pa) dosing programmed but now they were going to discontinue this. It was noted that the patient had overdosed but no further information was provided. No further complications were reported or anticipated. Additional information received from a healthcare provider via a manufacture representative reported the rep went to interrogate the pump on 2020-jun-22 and stated it was working and a bolus was given to the patient ( ptm) 5am that same day. It is not confirmed that this was an overdose given that the patient supposedly gives herself this bolus daily. However, overdose was the thought of those who saw her in ER, ICU. The patient appeared to be loose (B)(6) 2020, no obvious spasticity. The therapy could have been one reason why patient got admitted thru ER.  Following successful catheter aspiration, no one is clear why the patient had this issue. Supposedly nothing was changed in the patient's daily medicine.  The patient does take some systemic pain meds. There were no device issues noted. The rep discussed with both the surgeon and managing md the usual dose range they see for baclofen and that ptm is not approved for spasticity mgt.  Patient was one 1504 mcg daily of baclofen.  The original md that managed this patient and who gave them a ptm retired.   It was decided to d/c the ptm and keep patient at same dose.  The patient's condition had improved since admission and continued to improve as of this am. It was noted the issue was resolved.